Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("persistent left-sided pain") in a (B)(6) female patient who received essure. Medical conditions: not allergic to nickel. In 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (device removed by salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had persistent left-sided pain. Essure was removed via salpingectomy. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer´s concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and event onset was not described. However, given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("persistent left-sided pain") in a (B)(6) female patient who received essure. Medical conditions: not allergic to nickel. In 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (device removed by salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had persistent left-sided pain. Essure was removed via salpingectomy. This event, interpreted as pelvic pain, is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, limited information was provided. Consumer´s concurrent conditions were not mentioned. The exact temporal relationship between essure insertion and event onset was not described. However, given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("persistent left-sided pain") in a (B)(6) female patient who had essure inserted. Medical conditions: not allergic to nickel. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed by salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.919 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: no further information provided despite follow-up attempts. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.